Manufacturer narrative:
Type 2 diabetic on vgo 40 reported that she is experiencing pain, redness, and discharge at a vgo application site. Patient had a bg measurement of 250 mg/dl and went to urgent care to treat elevated bg as well as the skin reaction at the single vgo application site. The patient described the site as red, swollen, warm to the touch, with a pus like white discharge. The patient states that the urgent care hcp told her that the site was infected and prescribed triamcinolone cream and antibiotics. The patient reports that the site is almost completely healed. There is no further discharge, swelling or discomfort at the site. The patient reports that she was not treated for the elevated bg of 250 mg/dl at the urgent care. Her hcp has decided to discontinue vgo therapy. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Type 2 diabetic on vgo 40 reported that she is experiencing pain, redness, and discharge at a vgo application site. Patient removed v-go and did not replace with a new v-go because she stated she was in too much pain and was going to take a tylenol. Patient reports that she went to urgent care on (B)(6) 2018. Patient had a bg measurement of 250 mg/dl and went to urgent care to treat elevated bg as well as the skin reaction at the single vgo application site. The patient described the site as red, swollen, warm to the touch, with a pus like white discharge. The patient states that the urgent care hcp told her that the site was infected and prescribed triamcinolone cream and antibiotics. The patient reports that the site is almost completely healed. There is no further discharge, swelling or discomfort at the site. The patient reports that she was not treated for the elevated bg of 250 mg/dl at the urgent care. Her hcp has decided to discontinue vgo therapy. There is no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4).